Manufacturer narrative:
This device is used for therapeutic purposes. The device has been returned; device evaluation is underway. Method - no testing methods performed. (B)(4).

Event description:
It was reported that "the product doesn¿t work." There was no report of patient impact or injury.

Manufacturer narrative:
The device was evaluated by the quality engineering team. Received one (1) sample with original product pouch and label identifying product as part number 8562010 vari-stim iii locator from lot# 0207838693. Although there was no obvious presence of bio-residue on the product, the product was found outside its packaging and was likely used/handled by the customer. Equipment used: fluke multimeter, asset# 1153-j, calibration due: july 2014. Observations: per instructions for use 68e3926 revision b the device was tested in an "as received condition [0.5ma position]" without moving the switch, and the device would light indicating current delivery which is not consistent with the reported malfunction for device not working. The device was then functionally tested in all 3 positions per instructions for use and there was no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per product specifications with no out of specification condition identified. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a potential cause. In conclusion, the reported complaint ¿does not work¿ could not be duplicated. Method ¿ actual device evaluated; electrical evaluation; mechanical evaluation; visual inspection. Results ¿ no failure detected. Conclusion ¿ no failure detected, device operated within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.